Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report "there's a couple of pins bent inside the electrical connector where the paddle goes" is confirmed. There is no image when connected to ltf-vh scope due to bent pins. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera elite video system center, a couple of the pins were bent inside the electrical connector where the paddle goes. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, it has been more than 7 years since the device was manufactured. It is likely that wear, caused by repeated use over time, or the user's excessive force on the video connector caused the pin of the video connector to bend. This caused an electrical connection failure, leading to an unstable image. The following verbiage identified in the instruction manual, describes the handling of the device: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".